Manufacturer narrative:
Upon evaluation by a stryker rep, it was identified the o2 bottle was out of its designated holder and the litter was sitting on the o2 bottle and wedged up against the trip for the fowler cable and did not allow the fowler cable to move and function. No product malfunction.

Event description:
It was reported in a service report, the fowler will not go up or down. No pt involvement or adverse consequences are reported.